Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of contacts inside the video connector receptacle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is lost due to corrosion of the contacts inside the video connector receptacle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality, the image disappears when shaking it up, down, left, and right. The issue was found during a diagnostic procedure that was completed with a same device. There were no reports of patient harm.